Event description:
It was reported that the patient had a (B)(6) infection and endocarditis approximately two months after a device changeout procedure. It was further reported that the patient had presented with vegetation on their valves and endocarditis reported on the right ventricular lead. The system was removed and later replaced following antibiotic treatment. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4024 implantable pacing lead (B)(6) 1995; 4524 implantable pacing lead (B)(6) 1995. (B)(4).